Event description:
It was reported the spring wire guide was bent prior to patient use. No patient involvement reported.

Manufacturer narrative:
(B)(4). The actual sample was not returned; however, the customer provided three photos for analysis. The complaint of a guide wire kinked in the package was able to be confirmed by the photos. A complete visual inspection could not be performed as no sample was returned for analysis. A device history record review was performed, and no relevant findings were identified. The IFU provided with this kit states, "do not use if package has been previously opened or damaged." The customer report of a guide wire kinked in package was confirmed by visual inspection of the customer supplied photos. However, full complaint verification testing could not be performed as no sample was returned for analysis. Without the device to evaluate, the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.

Manufacturer narrative:
Qn#: (B)(4).

Event description:
It was reported the spring wire guide was bent prior to patient use. No patient involvement reported.